Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial canal") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and dysfunctional uterine bleeding. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("constant abdominal pain"). The patient was treated with surgery ((B)(6) 2007 surgical removal of coil(s)other (please specify) - bilateral tubal ligation). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device expulsion, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (right tube occluded) on (B)(6) 2006 hsg has done having result the plaintiff¿s healthcare provider told her about her result that left coil was not in the tube. Current weight 200 lbs . Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics and concomitant disease added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, constant abdominal pain was added. Previously reported event migration updated to migration of essure device location of device: endometrial canal. Lab data added. On 16-jul-2018: lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal due to complications from the essure device.). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-jan-2006: essure device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.